Manufacturer narrative:
Concomitant medical device: 6935m62 lead, implanted (B)(6) 2016.

Event description:
It was reported that the patient received an inappropriate shock for oversensing and electromagnetic interference (emi) with their implantable cardioverter defibrillator (ICD). Follow-up investigation revealed that the patient was wearing an electronic weight loss device around their waist and was bent over at the time of the event. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.